Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Following an initial rns system implant on (B)(6) 2025, the patient reported hyperesthesia on her right face and right arm. She also reported tingling and some numbness. The rns neurostimulator and leads were placed on the patient's left side (opposite from affected side). The rns system was programmed for detection but not stimulation. On (B)(6) 2025 the patient reported to the emergency department with continued symptoms. A CT scan was performed at that time. Based on the CT scan the doctor indicated the patient's left hippocampal depth lead may not have been optimally placed. On (B)(6) 2025 the patient's left hippocampal depth lead was replaced. The physician has reported the patient is healing well, she is still reporting some right sided symptoms, which are being monitored by the physician.